Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01492, 3005168196-2016-01493. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the physician experienced resistance while advancing the lantern through the rotating hemostasis valve (rhv) and into a non-penumbra sheath; therefore, the lantern was removed. However, upon removing the lantern from the sheath, the physician noticed the tip of the lantern became kinked; therefore, the physician used a new lantern for the procedure. The physician mentioned that the lantern should have been loaded over a wire and into the sheath instead. Next, the physician removed a ruby coil from its hoop; however, the physician inadvertently kinked the ruby coil pusher assembly; therefore, this ruby coil was not used in the procedure. Later in the procedure, the physician had forgotten to use continuous flush and the lantern became sticky with contrast. Subsequently, while attempting to advance a new ruby coil through the lantern, the physician experienced resistance and the ruby coil was unable to advance; therefore, the physician retracted this ruby coil. However, while retracting this ruby coil through the rhv, it unintentionally detached and the physician successfully removed it. The physician used continuous flush again and completed the procedure using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.